Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not turning on. A field service engineer (fse) found that the station would not power up with external devices connected. After disconnecting all external devices, the station powered up. The customer mentioned issues with the drawers in the main unit. The fse unplugged all drawers, and the station powered up. However, when all external devices and drawers were reconnected, the station powered up with failures. Upon recovering drawer 6, the screen turned white, and the application restarted. The fse found a damaged pyxibus cable and replaced it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es machine was not turn on when user trying to get medication. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.